Manufacturer narrative:
(B)(4). The promus device referenced is being filed under a separate medwatch MFR number. There were no reported product deficiencies. Angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure with placement of a 3.5 x 23 mm xience v stent and a 4.0 x 23 mm promus stent in the mid right coronary artery (rca) and a 2.25 x 18 mm xience v in the mid 1st obtuse marginal artery. On (B)(6) 2013, the patient experienced an episode of chest pain. On (B)(6) 2013, angiography noted restenosis in the stents in the rca and a revascularization procedure was performed using a cutting balloon. The chest pain resolved on (B)(6) 2013. No additional information was provided.